Manufacturer narrative:
The field service engineer (fse) reported to have confirmed the reported problem, and during the evaluation of the equipment, the rp-blower assy, v60 made abnormal noises and the equipment could not work as intended. The fse then reported that after reconnecting the power cord, the machine was powered on, and the fault remained. It was then reported that the patient tubing was checked, and it was determined that it was not the original tubing and reusable silicone tubing. The fse determined that the problem was with the patient pipeline. The fse replaced the patient tubing and reusable silicon tubing. Visual testing passed and the unit started running as normal; device was returned to full functionality.

Event description:
It was reported that a ventilator has prodigious sound. The device was in clinical use at the time of the event. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).